Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact. Cracks found on housing. Upon inspection, customer problem was duplicated. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Replaced circuit board.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error code 1260.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury.